Event description:
The recipient was reportedly a poor performer. Device testing revealed results within normal limits. The recipient's device was explanted on (B)(6) 2018, during an emergency cranial procedure. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
The recipient's device was reportedly explanted on (B)(6) 2020, during an emergency cranial procedure. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.